Event description:
Datek ohmeda adu5 anesthesia machine / ventillator in use during surgical procedure- medisorb cannister co2 obsorber (ge healthcare) was discovered to be restricting gas flow resulting in high peak inspiratory pressures. All medisorb cannisters from lot # 021056 were pulled from stock and returned to manufacturer. Upon discover the medisorb cannister was changed and problem resolved. No harm to this patient.